Event description:
It was reported that the catheter had a crack at the shaft just before the balloon. The balloon could not be deflated and the doctor punctured the patient's skin with a needle to deflate the balloon. Another catheter was used to complete the procedure. No patient injury was reported. This facility performs dialysis on patients.

Manufacturer narrative:
The catheter is not available for evaluation; it was discarded. A device history record review was completed and documented that the device met specification upon distribution.